Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a device manufacturer representative regarding a patient who was receiving morphine (10 mg/ml at 4.06 mg/day) via an implantable infusion pump for non-malignant pain and chronic low back pain. The patient's medical history included "other injuries" due to a motor vehicle accident. It was also noted that the patient was a former semi-pro football player. It was reported that it was uncertain if a possible partial pocket fill was inadvertently done during a refill. The healthcare provider (hcp) re-accessed the port and aspirated approximately 14 ml. The hcp felt confident that all was in the pump, so the hcp stopped aspirating and "deaccessed" the port. The patient became diaphoretic and sleepy. The pump was placed in pump stopped mode. The patient was transported to the emergency room for management and admission. The event occurred on (B)(6) 2018. The patient was reportedly stable on the evening of (B)(6) 2018. Another factor mentioned was that the patient had two very bad falls that occurred about three weeks prior to (B)(6) 2018 that went unreported to the hcp. The hcp was concerned that the catheter may have been disconnected or broken, and planned to order a catheter study. It was further reported that the patient was recovering well without further incident. The hcp refilled the pump with 10 ml of preservative free normal saline and placed the pump at minimum rate. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare provider (hcp) via a device manufacturer representative. The cause of the partial pocket fill was not determined. A broken or disconnected catheter was not confirmed at this time. The cause of the catheter issue was not determined. No actions or interventions were taken to resolve the catheter issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was supposed to have a dye study performed on (B)(6) 2018 but could not be located. It was reported that the patient was admitted for rehab. No further complications were reported.